Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed and moved ventricular upon releasing the final paddle. The valve was snared into the ascending aorta. A second valve was opened however it was determined to not implant the valve. The following day, the valve was explanted and a non-medtronic 27 millimeter (mm) surgical valve was implanted. No additional adverse patient effects were reported.